Event description:
Wearing a mask caused me to have sinus issues, nose bleeds and other reactions that never occurred before. I have since obtained a medical exemption, but have ongoing issues whenever the exemption is not accepted. My college student daughter has had persistent facial acne and migraines again from mandated masking. All masks that cover mouth and n. FDA safety report ID #: (B)(4).